Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this lead was unsuccessfully implanted due to pacing impedance measurements of 2,800 ohms. The implanting physician reported that the tip of the lead was not performaing as expected. Upon fluoroscopy, the tip of the lead was visually bent. No adverse patient effects were reported during the procedure. The lead was returned for reliability analysis.

Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, visual inspection confirmed that the poly insulation sleeve was bunched in one location and the rate/sense ptfe was bunched in a few locations. Additionally, the lead body was slightly curled and the helix was retracted. Body tissue was noted entwined in the helix. Further testing confirmed the lead to be electrically continuous and the lead passed electrical testing, with no evidence of a bend at the tip.